Event description:
It was reported that the patient was experiencing difficulty charging and connecting the implantable pulse generator (ipg) to their remote control. The patient underwent an ipg replacement procedure. The explanted device was disposed by the medical facility. No further information could be obtained despite good faith efforts.